Event description:
Deflation resulting in explantation.

Event description:
Alleged deflation resulting in explantation.

Manufacturer narrative:
The following updates were made to the report: date of this report, describe event or problem, contact office - name/address/phone number, type of report, if follow-up, what type, unchecked evaluation summary attached, and additional narratives/data. Evaluation summary was removed as an attachment. The evaluation summary was corrected and is as follows: no manufacturing defect was found on macroscopic or microscopic examination of the explanted device. No leak could be reproduced during explant analysis.